Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. The photo provided shows the distal end of the device, and the needle is advanced. Our laboratory evaluation of the returned device confirmed the report. The device was returned with the needle advanced and the handle in the retracted position; the needle adjuster was set to number 5. When the needle adjuster was set to number 8 and the handle manipulated, the needle would not advance any farther. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle. The handle was disassembled for further evaluation, and it was confirmed that the needle was disconnected inside the handle; it was a clean break approximately at the base of the sheath adjuster. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report, the needle broke and detached inside the handle at the base of the sheath adjuster. It is possible that the user did not connect the device to the endoscope, causing the breakage. However, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a gastroscopy inspection the physician used a cook echotip ultra endoscopic ultrasound needle. It was reported that the user opened the device package and advanced the device down into endoscope and successfully completed one puncture, but the needle could not be retracted into sheath. A photo of the needle extended from the sheath was provided. The user changed to another new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows the distal end of the device, and the needle is advanced. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report is an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.